Event description:
Customer reported that a dialyzer leaked blood about 90 min into a hemodialysis treatment. Blood loss amount was 255cc. The dialyzer was in its third use, and was reused on a renatron ii reprocessing device. Blood was not returned to the pt. The physician was notified and ordered antibiotics be given to the pt. The pt was ok.